Manufacturer narrative:
The affected medical device was returned to the manufacturer. Further information about the incident has been requested, but was not yet received. The investigation is pending.

Event description:
As per a manufacturer incident report we received from the factory in (B)(4): part of the instrument dropped inside patient's body. User reported that the needle holder jaw connector broke during surgery. An x ray was done but the jaw connector could not be detected. It is suspected that a foreign part from the instrument remained in the patient's body. There is not yet enough information available to classify the health impact or if any occurred. (MFR's. Internal complaint # (B)(4)).

Manufacturer narrative:
The affected 26173kl macro needle holder was investigated by the manufacturer. It can be confirmed that the needle holder has a mechanical damage at the distal end. A piece of the tie rod from the mechanism of the movable jaw has torn/ broken off and the tie rod is also twisted. Based on the damage pattern found during the investigation, it is concluded that the most probable root cause for the breakage and the twisting of the tie rod has been a mechanical overload. The force effects causing this overload could potentially have resulted from clamping a larger part than intended with the jaw of the needle holder. In the instruction manual for needle holders, the following safety-relevant information is stated: "warning: risk of injury to the patient/ user: overloading the instrument (as a result of applying or exerting too much force on it) may cause the medical device to break, bend, and malfunction, and consequently injure patients or users. Never overload the instrument. Do not bend bent instruments back to their original position (tensile crack lead to corrosion). "

Event description:
Further received information: patient was explained different treatment possiblities by the primary consultant on 11 jan during the morning rounds. Patient opted for conservative management and watchful waiting as the patient is currently well and asymptomatic, and balancing risks/benefits of surgery to retrieve foreign body. The foreign body is at l5 vertebral body, to the right of the spinous process of the vertebra. It is currently still within the patient's body as she has opted for conservative management. The patient was clinically well and stable and discharged home well on (B)(6) 2022. (MFR's. Internal complaint (B)(4)